Manufacturer narrative:
The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited sensing failure and noise. As the lead was only used for sensing, it was explanted; a fracture was suspected. The patient received a competitive shocking lead during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted a cut in the insulation at 16.5 cm from the terminal pin, which likely occurred during removal of the suture sleeve, as there was a corresponding cut on the sleeve. Resistance testing was completed to assess the lead's electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--